Event description:
It was reported that the exeter bone plug size 14 broke during insertion to femoral canal. The procedure was completed successfully with no impact to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: the reported fractured component was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there were no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors.

Event description:
It was reported that the exeter bone plug size 14 broke during insertion to femoral canal. The procedure was completed successfully with no impact to the patient.